Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and an evaluation was performed to investigate the reported issue. This evaluation included visual inspection, dimensional verification, and functional testing of the device. No issues were noted during the evaluation; the device was found to meet specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient observed a uv disconnect cap come off of the spike of their transfer set when the transfer set was removed from the pouch. There was no patient injury or medical intervention associated with this event. No additional information is available.